Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had defective screws on the lumbar spine replaced on (B)(6) 2026. Now they have to change their position constantly because despite this the therapy was switched off and still have unpleasant electrical irritation their thigh, which was also very painful. There was painful shocking sensation even with stim off. The patient deliberately switched the therapy on and off several times to check whether anything was changing. In this case, the painful cramps, like burn pain, subsided somewhat. The spinal cord stimulation (scs) site was said to have remained untouched. After 2 mris, communication was also disrupted. The handset cannot establish a connection, an error displayed. Since they have to lie on their back due to the substituted bone augmentation and it can be felt most intensely this way. The patient urgently needs an appointment with a manufacturer representative (rep) as soon as possible and close to home. They cannot drive the distance to the clinic (place of operation of the scs) at the moment, because they are not allowed to sit any longer. Patient has been notified that they should call back if their issue is not resolved per manently.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.